Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found tubing with a pinhole leaking at pinch valve (pv48). He replaced all the tubing at pv48 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. The instrument generated "diluent comparison out of limits" errors alerting the customer to an instrument problem. The data is not available, no data is displayed for the specimen, data for previous specimen is still displayed and instrument is stopped, becoming inoperable when the diluent comparison error is generated. (Per coulter lh 500 IFU pn (B)(4), table 9.8 instrument error messages). (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 30 ml of diluent which leaked from the instrument onto the counter. Quality control samples were being run when the leak was identified. The instrument also generated "diluent comparison out of limits" errors. The operator was wearing personal protective equipment of gown, goggles, and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.